Event description:
It was reported that during follow up, high capture threshold was observed. Via fluoroscopy the left ventricular lead was confirmed to be dislodged. The old lead was replaced. The patient condition was good.

Manufacturer narrative:
(B)(4).